Event description:
(B)(6) clinical study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction (mi). The lesion being treated was located in the mid left anterior descending artery which was 90% stenosed, 2.5mm in diameter. The physician implanted a 2.25x20mm taxus liberte atom stent. Stenosis became 0% with good results. The patient was discharged on plavix and aspirin. Nine days post index procedure the patient presented with chest and jaw pain. Heart cath was performed with patent stents and a small rise in troponin. The patient was treated with medication. In the opinion of the physician the mi is possibly related to disease in small branches.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).